Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: customer returned one (1) sample. The returned sample was examined and showed the tip shield are connected to the catheter adapter and v-clip tilt was shown. The v-clip was successfully active and the reported defect was observed. According to the pegasus current production process, when the technician maintains the machine of assembly v-clip, it may be the gripper extrude the v-clip. The 100% online visual inspection can find this kind of detection, the machine can eliminate the defect sample, so the defection may be flow to subsequent processes of assembly. In conclusion, the v-clip tilt caused stuck in tip, which can't be activated. Bd was able to duplicate & confirm the customer¿s indicated failure.

Event description:
It was reported that the safety mechanism of the bd pegasus¿ safety closed IV catheter system failed to function properly and would not disengage from the hub. Because of this, a new IV was started but there was no report of exposure, injury or medical interventions.